Event description:
The customer reported that while the iabp was in use on a pt, the iabp was unplugged from ac power and the unit shutdown. Not pt injury was reported.

Manufacturer narrative:
The company rep observed that the fan of the power supply is working when the iabp is plugged to the ac power outlet. The connection from the battery to the power supply is functioning properly as the connector voltage from the battery to the power supply is 26 v. The service diagnostics mode showed that the battery voltage and current showed "invalid". The company rep replaced the power supply (part number 0014-00-0033e05), but the problem persisted. The battery pack (part number 0146-00-0039) was replaced and the problem was resolved. However, when the company rep placed the original battery pack in, the event did not reoccur. The battery run time was not noted. These batteries and the iabp were last checked in february 2011 and were due for preventive maintenance in august 2011. The user manual states "check battery run time every 6 months". The batteries were discarded; therefore, further eval could not be performed. (B)(4).